Manufacturer narrative:
UDI (B)(4). The catheter was evaluated and the following observations were noted. We received the catheter in a drainage tube. The catheter material was mashed on the connector end. The device passed electronic, noise and signal drift tests. Internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. A review of manufacturing records was performed and the device was found to have conformed to specification when released. The root cause is unable to be confirmed based on the evaluation. No further investigation or corrective action is anticipated.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that after the microsensor was implanted into the patient, the physician found that the micorsensor could not be zeroed. Then the physician changed with another of the same device which could be zeroed. There was 1h delay and no adverse consequences.